Manufacturer narrative:
Concomitant medical products: product ID: 977a26,0 serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-jun-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jun-2020, UDI#: (B)(4). (B)(4) pertain to product ID: 97714, serial# (B)(4), product type: implantable neurostimulator. (B)(4) pertain to product ID: 977a260, serial# (B)(4), product type: lead and product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was in the clinic on (B)(6) 2018 and stated their stimulator was not working; they had good pain coverage for a few months, but had it turned off for the last 6 months. A lead check revealed the leads had migrated 1 vertebral level caudad. It was noted that the event was related to the device or therapy and not related to the implant procedure. Diagnostics performed included imaging, and interventions taken included reprogramming on (B)(6) 2018. The patient was then in the clinic on (B)(6) 2018 and stated they were not getting any pain relief from the stimulator and wanted it explanted; the clinical diagnosis was suboptimal pain relief. The outcome of the event was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the stimulator not working and the leads migrating were not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The device diagnosis was updated to lead migration/dislodgement. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was unresolved at the time of study exit. After fixing the migration via a revision on (B)(6) 2019, the patient still wanted the device removed.